Event description:
Reporter indicated she was a vns patient, has seen a great improvement in her depression. However, she has recently noticed over the past couple of weeks an increase in her depressive symptoms. The patient's pre-vns depression level is unknown. The physician has recently started her on prozac, so she would no longer have to take effexor. The patient believes the generator may have been inadvertently disabled while she is at work, as she wears her name badge over the generator. The badge is held in place by a magnet. Good faith attempts to obtain information have been unsuccessful to date.